Manufacturer narrative:
Exact date unknown, event occurred approximately six weeks prior to surgery date.

Event description:
It was reported that the patients novi ipg was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will not be returned.